Event description:
It was reported that the patient with pain at the pocket site was presented in clinic for a generator check. Lv capture test showed increase in capture threshold and that seemed to aggravate the pain. The patient was brought back to clinic to take a look at pocket and lv lead. The pocket was reopened and cleaned. The lv lead was tested trough the pacemaker system analyzer and found to be within acceptable range. The patient left the room asymptomatic and in stable condition.